Event description:
The present packaging of this blade makes it almost impossible to present it to the surgical field in a sterile fashion. It takes numerous attempts to get one knife blade opened and four to five blades are usually wasted at one time. The way the packages are opened presents a hazard to the pt as an infection control issue and a hazard to the nursing staff because of the increased possibility of being stuck or cut by the blade.